Event description:
After having breast augmentation with silicone gel implants, my health has drastically declined. In the past year I've had to have 4 surgeries on my left breast alone. I have a stage 4 capsular contracture in my right breast. I am in pain every day. Widespread pain throughout my body. I have been diagnosed with autoimmune diseases. Been to countless drs visits trying to find relief. I'm having my breast implants removed as soon as I can afford it. These implants are toxic to our health. I want my life back. I had to have my gallbladder removed because it randomly quit functioning. I've had clots in my left leg and lungs that came out of nowhere.